Manufacturer narrative:
Correction: section h6: investigation conclusion code updated to cause not established instead of conclusion not available.

Event description:
New information received noted that the event of high capture threshold was first observed on 01 jan 2023.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was noted, that the left ventricular (lv) lead exhibited high capture threshold measurements. The physician scheduled an explant procedure. And the lv lead was eventually explanted and replaced. The patient was discharged with no reports of adverse consequences.